Event description:
It was reported that a patient underwent a laparoscopic ventral hernia repair procedure on (B)(6) 2013 and mesh was used. The patient reported to the surgeon with complaints of post operative pain. The surgeon performed an exploratory lap and discovered that there was a foreign body reaction with inflammation. Tissue integration was minimal. The mesh was removed and replaced with a tension hernia repair technique. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.